Manufacturer narrative:
The field service representative (fsr) replaced the ccm. All performance and verification checks passed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Initial boot-up resulted in a 'disk book failure' message displayed on the screen. The coin cell battery output was 0.109 volts (v) which was not within specification range. The pst installed a luo coin cell battery and performed a basic input output system (bios) reset. The ccm was successfully powered on. It was determined that the coin cell battery was depleted and did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.